Event description:
It was reported that the pt had a CT scan in (B) (6) 2009, and it was later determined by the hcp that the pt had catheter pieces lodged in his spinal column. One week after this finding, the pt had surgery to correct the issue. The pt's hcp decreased the pt's daily dose in the pump, but increased the boluses with the programmer. Over the last one to two months, the pt stated that he had withdrawal symptoms and decreased therapeutic effect. He stated that his pain had increased and was "hard to cope with." He had experienced altered mental status, but was doing "his best to cope with the pain." The pain associated with his rsd (reflex sympathetic dystrophy) was "so unbearable at times and just wants relief." The pt stated that he had to see a "gi specialist regarding his change in not having medications." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(Gastrointestinal problems - unspecified) - (B) (4)